Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that charger was found defective and replaced. Following preventative maintenance and performing energy calibrations, the technical expert stated that the subject device met all lumenis manufacture specifications and was returned back to service at the user facility. A review of m22 product risk file shows this is an anticipated risk (# 2.1.2 in risk file rev.t) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of the treatment settings cannot be performed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Based on the information provided by the user facility a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following treatment with a lumenis resurfx handpiece m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
Additional info jul 15 2018. User facility provided incident form on (B)(6) 2018 and reported that the patient sustained first degree burn and would not suffer permanent impairment. A lumenis healthcare professional evaluated the reported event details and concluded: "out of 100 pulses performed, one pulse led to the burn in the left cheek portion which we assume was hairy and could explain more intense reaction on this given spot. It has been reported that the patient healed without any scarring. As a conclusion, the patient sustained a minor injury that did not require any medical intervention. The adverse event did not lead to permanent impairment". Based on the new information, lumenis is withdrawing the adverse event and malfunction claim and has changed the patient code in block h6 of this report to 'first-degree burn'. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.